Event description:
It was reported that, after a cori assisted tka, after successfully creating a plan, the surgeon proceeded to prepare the distal femur only with the robotic drill. After successfully removing the distal femur, the surgeon prepped the pilot holes for the 38mm punch successfully, then proceeded to place the 5-1 j2 cut block onto the distal surface. After checking the cut with the plane visualizer, the screen indicated that the planned anterior cut was more than 10mm. The team cannot recall if the flexion of the implant and rotation of the implant were incorrect as well. The surgeon then chose to return to the planning screen and anteriorize the implant, as to avoid noting the femur when returning to the initial cut of the distal femur, the surgeon attempted to bur the new pilot holes for the 38mm punch, but they noted that the burr removed more distal femur than it had prior. This was unexpected, as they had only anteriorised the implant, and had not adjusted the distal femoral section in the planning screen. At this point, the surgeon continued to bur the distal femur per the plan screen. Iy was recommend that they stop prepping the distal femur, and recheck their checkpoints. By the time this message was relayed, the surgeon had already finished prepping the distal femur, and noted that after doing so, the cut was now irregular/no longer flush as he experienced in previous cases, and the pilot holes for the 38 mm punch were malaligned as compared to the original punch from the initial cut prior. At this point, the surgeon rechecked their checkpoints, but there was no error noted of movement when they rechecked the femur checkpoint. Do note, the surgeon does not use the provided checkpoint pins in the robotic set, but instead, uses a fixed point on the robotic tracker clamp. This point is chosen per the surgeon, it is not a standardize point per manufacture recommendation, nor recommended by the smith+nephew staff. Although there was no error message indicated of tracker movement, it was recommended they proceed with a manually instrument case only, as the plan appeared unreliable at this point. After the surgeon removed the bone pins and tracker raise for the femur and tibia, he proceeded to perform a manually instrument procedure. When prepping the distal femur with the standard distal, femoral resection block per the intermedullary rod, the surgeon noted that the prior distal femoral cut performed with the burr was significantly flexed. The surgeon then proceeded to change course of action, and switch to a revision femoral component, in order to restore the distal femoral resection with augments. The remainder of the procedure was unremarkable, with no further errors or issues, that are uncommon with a revision total knee procedure. Procedure was completed after a significant delay. Patient's current health status informed to be within normal limits.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that the adverse event was possibly caused partially or wholly by the user of the product, but this cannot be confirmed based on the information provided. The use of alternative checkpoints cannot be ruled out as a possible contributing factor to the reported event. Screenshots and system log files provided were reviewed with the software support team. The reported problem was not confirmed. There was not much information in the logs, no exceptions or errors where found. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.